Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath via the groin and met resistance while advancing the iab into the sheath. He tried several times to advance the iab into the sheath without success. As a result, the md removed the iab and inserted another iab using the same sheath. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.